Manufacturer narrative:
No unexpected no delivery or no reservoir alarms noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no delivery alarms during manual prime. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer perform a 5.0 unit fixed prime. Customer states the insulin did not exit and insulin pump alarmed no delivery. Customer states they did not have a plunger available. Customer's outcome pertaining to the complaint. The device will be returned for analysis.